Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 3.0 inr on the coaguchek xs system while a comparison lab returned as 2.2 inr. Customer is in the hospital for chest pains. He is being given a heparin drip and coumadin based on the lab. No adverse event due to the device reported. Requested return of suspect system and replacement was sent.